Manufacturer narrative:
Investigation summary a mz1000 china product was not available for investigation; however, the customer indicated the complaint sample was from lot 22095698. The feedback provided by the customer suggests leakage was detected from damage to the maxzero piston. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22095698 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
It was reported while using bd maxzero¿ needle-free valve the product was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2023, when the nurse replaced the PICC transparent needle-free connector for the patient, she found that the core of the transparent needle-free connector was damaged, causing bleeding from the connector. She immediately replaced it with a new transparent needle-free connector, which did not cause adverse effects on the patient.